Event description:
Reportedly, the bag broke and the gall bladder disappeared inside the pt; conversion to open surgery to retrieve the gall bladder; longer operating time. Sex: unk; procedure: cholecystectomy.